Manufacturer narrative:
Based on the claim against the product by the customer noting there was energy leak and the mcs tip cover accessory was torn at the instrument wrist, a piece from the mcs tip cover accessory fell into the patient¿s cavity and was retrieved, an investigation is in progress. Isi has requested for return of the mcs tip cover accessory for failure analysis evaluation. However, as of the date of this report, isi has not received the instrument accessory. A follow-up MDR will be submitted if the product is returned or if additional information is received. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the 1st mcs tip cover accessory that was found to be torn and a fragment fell inside the patient and was retrieved. Refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the 2nd mcs tip cover accessory that was found to be torn. Refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the 3rd mcs tip cover accessory that was found to be torn.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the surgeon felt that the energy transferred to the monopolar curved scissors (mcs) instrument was weak, so he increased the coagulation power from 3 to 4, but it was still weak. Hemostasis was achieved when using the mcs instrument in the bleeding area; however, a piece from the mcs tip cover accessory fell inside the patient¿s cavity. The customer removed the instrument from the patient and found the mcs tip cover accessory was torn at the instrument wrist. The customer replaced the mcs instrument and mcs tip cover accessory immediately to continue the procedure, but the issue reoccurred two more times. The procedure was completed with a backup instrument of the same kind without further issue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument, mcs tip cover accessory, and cannula were inspected prior to use with no abnormalities found. The pin gauge was used to inspect the cannula. During the procedure, the surgeon believed that there was energy leak. The mcs tip cover accessory was burned after using for 15 minutes. The customer confirmed only one mcs tip cover accessory had a piece fall off and the other two mcs tip cover accessories were found to be torn, but did not fall off. The fragment from the first mcs tip cover accessory was retrieved during same procedure and confirmed with visual inspection. Additional surgical procedures and post-operative tests were not performed. The bleeding was expected as part of the procedure and there was only a small amount of blood loss. No intra-operative or post-operative complications occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There was no damage to the mcs instrument after the event occurred. Additionally, upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The maryland bipolar forceps instrument was in use and the mcs instrument tip(s) were in contact with tissue when cauterizing. The customer used the installation tool to install the mcs tip cover accessory which appeared to be properly installed. No lubricant was applied to the mcs instrument. The customer set the monopolar coagulation on the generator as 3 for cutting and 3 for coagulating. The customer did not connect the monopolar cord to a bipolar instrument. The instrument tips did not collide with any other instrument or tool and did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue. The instrument was not removed at any time.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth. Tears measure from 0.098¿ to 0.123¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.